Event description:
It was reported that during a starr procedure, part of the staple line was left open with some clips still in the device. It was not noted how the case was completed. There was no patient consequence.